Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On october 12 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio flex meter read inaccurately high in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that at 01:55pm on october 12 2016 he obtained a result of ¿287mg/dl¿ on the subject meter, which he felt was inaccurately high. Meter to feelings comparisons do not meet lfs criteria of a valid comparison for accuracy. The patient manages his diabetes by self-adjusting his insulin doses and administered 5 units of novolog insulin in response to the alleged issue and then participated in an exercise swim class. The patient reported that ¿35 minutes¿ after the allegedly high result he developed symptoms of ¿felt weak, drained of energy and had to be pulled from the swimming pool¿ and was treated by emergency medical services with food/drink and then performed a blood glucose test which gave a reading of ¿77mg/dl¿. During troubleshooting the cca noted that the meter was set to the correct unit of measure however the test strips had expired at the time of testing. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.